Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002 (B)(4). A supplemental medwatch will be submitted after new information has been received. The rotaflow drive was investigated by the manufacturer emtec: the failure could be confirmed therefore the optocoupler(ild)was exchanged. Unit passed all tests. The most probable root cause is: mishandling. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). Contact person- (B)(6).

Event description:
Internal reference#:(B)(4). One support#: (B)(4). A "head error" appeared when connecting the rotaflow drive with the rotaflow console when rpm > 1000. It happened during start up of device.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002 (B)(4). A supplemental medwatch will be submitted after new information has been received. The rotaflow drive was investigated by the manufacturer emtec: the failure could be confirmed therefore the optocoupler(ild)was exchanged. Unit passed all tests. The most probable root cause is: mishandling. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.